Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient had magnetic resonance imaging (MRI) on the date of the report and their personal therapy manager (ptm) was showing a motor stall. The patient currently had pain because she could not get her bolus. During the call to patient services, the patient connected to the pump again and no alert was seen. It was noted that the connection to the pump was slow. The patient had an upcoming appointment with a new doctor. The patient was able to see a 30 minute lockout on their ptm screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.